Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 50 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)/2018. Cartridge change sequence was completed on 09/12/2018. Prior to the low bg, the user delivered a 5 unit bolus for 45 grams of carbohydrates consumed while still having insulin on board (iob). There were no erratic basal rate changes. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (49 mg/dl). The cause for the low bg level was unknown. Customer ate food to address low bg levels. Recommendation was made to discuss diabetes management with the customer's health care professional.